Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. After multiple recaptures and redeployments, the closure device was in an acceptable position. The physician was checking release criteria when it was noted that there was a small, mobile thrombus present at the core wire-threaded insert area of the closure device. The physician attempted to aspirate the thrombus out of the patient but was not successful. The procedure was continued and with all release criteria met the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. All the devices were removed from the patient and post procedure a neurological exam was performed, which had normal results. The patient was given eliquis post procedure to help treat the thrombus event. The patient was discharged from the hospital that same day experiencing no consequences or complications due to this event.